Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The user from user facility reported that the device broke in half during procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.

Event description:
The user from user facility reported that the device broke in half during procedure. The procedure was completed successfully without a clinically significant delay. There was no medical intervention, and no adverse consequences were reported with this event.